Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 3 (pre-warm nominal flow error). It was determined that the device had a failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. Pressure transducer reads between -4.0 and -5.2 psi at 0%cpc. Slow to fill. Pressure transducer was replaced. Tank seals no longer sticking to the tank. Chiller pump not being held in place. Pm performed. Serviced circulation pump and mixing pump. Replaced the drain valves, heater, both manifold o-rings, double bend tubes and the chiller evaporator outlet tube. Tanks seals replaced. Chiller pump replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 3 (pre-warm nominal flow error). It was determined that the device had a failed circulation pump. Per sample evaluation results on 26jun2025, tank seals no longer sticking to the tank. Chiller pump not being held in place.